Event description:
After 3 delivery attempts of rf lesions impedance high on catheter during rf. Removed catheter from patient new catheter inserted. This facility has had several similar problems with this type of device over the last few months. The manufacturer has been notified in each event. The cause of the problem remains unknown.======================manufacturer response for biosense webster thermocool d curve catheter, thermocool (per site reporter).======================would like device back for quality investigation.